Manufacturer narrative:
The 26mm commander delivery system was returned to edwards lifesciences for evaluation locked at packaging position, 1/2 fine adjustment and 1/4 flex used. Visual inspection of the returned device was performed and a pinhole leak observed on the crimp balloon. A 3 mensio was provided, and calcification was present in patient's aortic leaflets and annulus. Tortuosity was present in patient's vessels and calcification present in the descending aorta. Due to the nature of the complaint (balloon leakage), no functional testing was able to be performed. The crimp balloon double wall thickness was measured as a thin wall could be more susceptible to tear or damage and could contribute to the reported complaint. The crimp balloon wall thickness met specification. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. A complaint history review on confirmed device complaints (returned and no product returned) from june2020 to may 2021 for the commander delivery system (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified patient factors (calcification) is potentially applicable to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by the condition of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during inflation the balloon did not fully expand (about 50%) leaving valve partially inflated''. During evaluation the delivery system balloon was found to have a pinhole leakage on crimp balloon. It is possible the balloon interacted with calcification present in the descending aorta, aortic anulus or the annulus leaflets, as evidenced by the provided imagery, which may have damaged the balloon during the procedure. It is possible that the crimp balloon caught on calcification during tracking or positioning, resulting in balloon damage and the inability to fully inflate the balloon. Additionally, per description no bubbles were seen during prepping and they were able to hold negative pressure. Available information suggests that patient factors (calcification) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, during valve deployment the balloon did not fully expand (approximately 50%) leaving the valve partially inflated but stable within the annulus. A leak was identified in the balloon, as blood was noted in the atrion. The device was removed through the sheath, after all fluid was removed. The team used a 24mm non-edwards balloon to complete valve deployment which was successful. The patient was stable at the end of the procedure. Upon further inspection of the balloon, a pinhole leak was noted below the balloon shoulders around the 3 gold markers. No bubbles were seen during prep, and the team was able to hold negative during prep. The patient had a very tortuous anatomy, including a switch back. The valve was aligned in a non-straight section of the patient anatomy. It is possible the bottom of the valve caught on the balloon during alignment, causing the pinhole.